Event description:
It was reported that the patient presented in the clinic for day one check after implant procedure. It was noted that the atrial lead had dislodged, and sensing and capturing the ventricle. No intervention had been performed. The patient was stable and would continue to be monitored.

Event description:
New information received stated that the lead was replaced on (B)(6) 2017. The patient was stable during and after the procedure.